Event description:
It was reported during the implant procedure that the atrial set screw would not tighten properly. The device was not implanted, and there were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, it was noted that foreign material was in the set screw and the set screw was rounded out on visual inspection.